Event description:
Customer reportedly obtained results of 354 mg/dl and 162 mg/dl within 10 minutes on the same device. Customer's relative received results of 326 mg/dl and 126mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported for either customer. Requested return of suspect device and replacement was sent.

Event description:
Customer reportedly obtained results of 354mg/dl and 162mg/dl within 10 mins on the same device. Customer's relative received results of 326mg/dl and 126mg/dl within 10 mins on the same device. No action was taken based on device results. No adverse event reported for either customer. Requested return of suspect device and replacement was sent.